Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a reduction in diaphragmatic motion was noticed via palpation during ablation of the rspv. The ablation was continued and subsequent diaphragmatic paralysis was confirmed with no response to phrenic nerve pacing and a reduced compound motor action potential (cmap) amplitude. When phrenic nerve pacing was performed at the end of the procedure, diaphragmatic reaction was observed but was reduced. Diaphragmatic paralysis was still present at discharge although the patient was asymptomatic.